Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6 fr angioseal vip device was received for product evaluation. The hemostasis sheath was separated from the carrier tube assembly. No other accessory components were returned for the evaluation. Upon visual analysis, the carrier tube assembly was found to be separated from the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The sheath was cut along the length at the distal tip and collagen and tamper tube were released. The tamper tube was released and can be seen within the sheath shaft. The bypass tube was inserted properly into the hub of the sheath. Functional testing was not possible due to the mutilated state of the device. Based on the evaluation performed the complaint could be confirmed for a non-deployment pullout. The device was consistent with pullout event and it was mutilated by the user before returning. The likely root cause for this issue may include obstruction to the anchor posting to the distal tip. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Weight - (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device foot plate did not deploy. The device was inserted to close and was pulled back to set. However, it did not set, manual pressure was held for hemostasis. There was not patient adverse event. Patient condition was normal. Patient was stable. Blood loss was less than 250cc's. Procedure was completed successfully. Additional information was received on 10june2021: the procedure performed for the patient prior to use of closure device was abdominal aortogram. Sheath size used was 6 fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed. The angio-seal issue they experience was that they were unable to deploy. There were no equipment or other devices used with the above product. No injury or medical intervention required for the patient. Hemostasis achieved with a new angio-seal.